Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported joint laxity; however, provided information suggested the size device inserted at primary surgery did not achieve the desired joint stability. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address joint laxity.